Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, low voltage pacing lead impedance was observed on the rv lead. Patient came into clinic and low impedance issue could not be reproduced. Patient is dependent. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable throughout the procedure.